Event description:
The hospital reported that after an endoscopic vein harvesting procedure using vasoview hemopro 2. Patient had blistering along the evh tunnel with erythema. Very smokey tunnel. Difficulty with clearing smoke.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25153426, 25153543, and 25153640 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure using vasoview hemopro 2. Patient had blistering along the evh tunnel with erythema. Very smokey tunnel. Difficulty with clearing smoke.